Event description:
Customer reported that a patient sample tested negative on 2 echos with anti-d series 4 and anti-d series 5. The same lots were used on both instruments.

Manufacturer narrative:
Advised customer that according to the echo operator manual, hemagglutination reactions 1+ or less may not be detected by the instrument.